Event description:
The manufacturer rec'd info from a third party service center alleging a ventilator was not providing the set tidal volume. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue.